Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2016 stated the empty reservoir code on personal therapy manager and pain was corrected with refill on (B)(6) 2016. It was also noted the medical records that indicated the patient experienced a lesion at the t7 level, was diagnosed with a venousclot, difficulty walking, and swelling goes back to 2010. It was stated the patient experienced a lesion at the t7 level, and the level was corrected.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 20 mg/ml for a total dose of 7.0 mg/ml, clonidine 300 mcg/ml for a total dose of 105 mcg/day, bupivacaine 20 mg/ml for a total dose of 7.0 mg/day, and baclofen (compound) 300 mcg/ml for a total dose of 105 mcg/day via an implantable pump for spinal pain and other chronic/intract pain (trunk/limbs). It was reported personal therapy manager (ptm) displayed code 8286-empty reservoir. It was explained that the pump was empty and caller was unsure if patient had a refill scheduled. It was reported patient was having pain. Caller was to follow up with patient. It was unknown if the cause of the empty reservoir alarm and pain was determined. It was indicated that patient had a problem with her pump. Code indicated that the pump was empty. Patient was advised to take oral medications if needed and will follow up with healthcare provider on monday, (B)(6) 2016. The cause of the empty reservoir alarm and pain was not determined. Follow up notes from healthcare provider are as follows. On (B)(6) 2016, patient had come to the office for a regular refill on intrathecal pump, and reported not doing well and it appeared the situation had been getting worse. Patient also reported a lot of pain in the bottom of the feet and the pain appeared to be radiating upwards. Patient also reported make some effort to change eating habits and had been taking oxymorphone orally. Patient indicated being able to reduce benzodiazepine intake by stopping the nighttime dose of ativan and benadryl. Patient wished to consider options to try and help with her situation. On (B)(6) 2016, patient was in for a refill on intrathecal pump and reported some reading about low dose naltrexone and wished to try and use the medication. Patient wished to try and reduce the setting of the intrathecal pump. Patient reported they were looking to see if the pump can be removed. On (B)(6) 2016, patient came into the office and reported doing well. Patient was able to reduce her medications a lot, and had stopped smoking and is feeling a lot better. Patient wished to continue to reduce medications as tolerated and reported significant reduction of bilateral pedal edema. Patient stated she was working with a nutritionist and was starting physical therapy at home. On (B)(6) 2016, patient was in for a refill on intrathecal pump, it was decided to make some changes to the pump so the procedure, risks, and benefits were explained. Pump was emptied and refilled with a combination of hydromorphone 10mg/ml, bupivacaine 15 mg/ml and baclofen 300 mcg/ml. Clonidine was removed from the mixture and hoped to allow for better control of blood pressure. Telemetry was performed and the daily dose for hydromorphone was decreased to 7mg/day, and can get a maximum of one dose every hour for a total of ten doses a day. Pump was reprogrammed so the patient would have a large dose of opioids available for when needed. Patient did report that there was a problem with the pump setting and caused increased pain. Patient also indicated being keen to keep reducing medications. Patient hoped to have the pump removed and stop all (B)(6) opioids. Patient returned for continued evaluation and treatment of multiple pain issues. The patient gave a history of being diagnosed with transverse myelitis 4 years ago and had a significant recurrence of epstein-barr (eb) virus. Patient reported that she had a lesion at about the t7 level and had a significant amount of pain and a significant of weakness of the right leg. It was also reported that since the patient has had a venous clot that she has been very sedentary, and as a result patient had been having a lot of increased pain, which resulted in difficulty walking. Patient's gait appeared to be abnormal and appeared to have a lot of swelling in the low back. Patient met up were her primary care physician and the large swelling on lower back was noted by an ultrasound. Patient had been advised to get it evaluated and possibly removed. At visit on (B)(6) 2016, patient came into the office and reported she was having a lot of problems with her intrathecal pump. This issue has been discussed over the last few weeks, and appeared the patient had been about opioid induced hyperalgesia. It was suggested that the patient should stop using the personal therapy manager (ptm) and reported that every time patient had used the medication, it had caused increased spasm. It was also reported that patient had been having a lot of pain in the left hip joint. In addition, the patient reported having had a lot of pain in and around the right buttock. It was stated that the patient had been using ritalin, which has helped her be awake, but wishes to be more awake during the daytime. At the visit on (B)(6) 2016, patient reported "apparently had a fall and had been having some vagina bleeding" and has been taking a larger than expected dose of ritalin at 120 mg daily. Patient then reported she has a large rectocele and a neurogenic bladder, and the patient was likely to be evaluated by a rectal surgeon. It was stated that the patient had come into the office for regular refills on her intrathecal pump and has been a little upset. It was noted her daughter was recently married, but patient was unable to participate because of the pain problems. Patient then reported having a lot problems in her gums. It was stated patient was on blood thinners and had been "reading" a lot from the gums. In addition, the patient reported she had significant swelling in the vagina area, and had no infection at present time. Patient also reported that she had been having a lot of sweating in the legs, and indicated that the use of gralisexxx had been helpful. Patient was at the office for a regular refill and it was indicated to the healthcare provider (hcp) that the patient appeared to be very sleepy. It was noted patient sleeps about 20 hours in a day, and patient indicated to healthcare provider that she usually sleeps because of the significant pain and did not wish to be awake, but took ritalin and seemed to be wakeful. The patient reported having a lot of pain in the feet and was unable to stand for long periods during the conversation, and patient did indicate to hcp that they take 5 milligrams od diazepam in combination with 4 milligrams of lorazepam at night to help with sleep. Patient also takes benadryl. Current problems noted by healthcare provider (hcp) were other myelitis, other chronic pain, sacroiliitis, not elsewhere classified, spondylosis without myelopathy or radiculopathy, lumbar region, and other intervertebral disc degeneration, lumbar region, and low back pain. It was discussed to have patient avoid cigarette smoke, continue with home remedies, continue with home exercise program as tolerated, and continue with the present treatment plan. Patient was to continue on current medication and follow up with healthcare provider on (B)(6) 2016. It was discussed with the patient that patient needs to stay active, exercise on a regular basis, and explained the importance of good posture and weight control. Current medications patient was taking included: advair diskus, ambien -zolpidem), (B)(6), depakote, dhea, diazepam, effexor, gralise (gabapentin), dilaudid, baclofen, bupivacaine, clonidine, methylphenidate, opana, prevacid, oxycodone and ritalin. Medication allergies include adhesive tape and cephalosporins and non medication allergies include pertinent negatives: iodine, latex. Patient's past health history includes cancer (pertinent negatives: bone cancer, lung cancer, breast cancer), head and face (pertinent negatives: migraine headaches), nose and sinus (pertinent negatives: chronic sinusitis), cardiovascular (pertinent negatives: angina, heart attack, hypertension), respiratory (pertinent negatives: asthma, gastro-esophageal-tracheal reflux), gastrointestinal (pertinent negatives: hepatitis (unspecified type), stomach ulcer), genitourinary: patient stated no pregnancy, gynecologic: has had an abnormal papanicolaou (pap) smear, problems and conditions (pertinent negatives: endometriosis), kidneys and urinary tract: kidney stone (pertinent negatives: kidney disease), musculoskeletal (pertinent negatives: unspecified type of arthritis, degenerative bone disease, osteoporosis), integumentary (pertinent negatives: shingles), neurologic (pertinent negatives: epilepsy, multiple sclerosis, stroke (cerebrovascular accident)), psychiatric (pertinent negatives: depression), endocrine (pertinent negatives: diabetes (type uncertain), thyroid dysfunction), hematologic and lymphatic (pertinent negatives: anemia of unknown cause), and immunologic (pertinent negatives: acquired immune deficiency syndrome (aids), human immunodeficiency virus (hiv) infection). Patient's family history include head and face (pertinent negatives: migraine headaches), cardiovascular (pertinent negatives: heart disease, hypertension), respiratory (pertinent negatives: asthma), neurologic (pertinent negatives: stoke), psychiatric pertinent negative: alcoholism, depression, substance abuse), endocrine (pertinent negatives: diabetes (age at onset unspecified)), and hematologic/lymphatic (pertinent negatives: bleeding or blood clot problems). Patient's current tobacco usage was cigarettes and currently smoked an average of 1-1 1/2 packs per day, current use of alcoholic beverage was none, denied use of recreational drug use, and denied drug addiction or dependency. Patient has not had any problems with anesthesia, no previous surgeries, or previous non-surgical hospitalizations. Patient has had previous immunizations, a colonoscopy on (B)(6) 2012, and a papanicolaou (pap) smear on (B)(6) 2015. Patient reported fatigue, fever, sleeping problems, and unintentional weight gain. Symptoms related to eyes (pertinent negatives: blurred vision, itchy eyes, loss of vision), ear (pertinent negatives: dizziness, hearing loss, ringing in ears or head noise), nose and sinuses: nasal congestion (pertinent negatives: nosebleeds), mouth and throat: snoring (pertinent negatives: hoarseness or other voice change, sore throat), cardiovascular (pertinent negatives: blacking out or fainting, chest pain, heart murmur, irregular or fast pounding heartbeat, leg cramps or pain in legs when walking a short distance, swelling including ankles and legs), respiratory: wheezing (pertinent negatives: non-productive cough, productive cough, shortness of breath or difficulty breathing), gastrointestinal (pertinent negatives: abdominal pain, diarrhea, heartburn or indigestion, nausea, vomiting) genitourinary: decreased sexual drive, unusual menstrual pains; blood in urine; change in urinating pattern; and frequency of urination, musculoskeletal: limitation of use of a joint; muscle pain; back pain; neck pain; joint pain; stiffness in joints; and joint swelling (pertinent negatives: pain when using muscle weakness), integumentary (pertinent negatives: hair changes, nail changes, changes in the skin pigment), neurological: headache; loss of bladder control; and weakness (pertinent negatives: loss of bowel control, severe facial pain, seizures of unknown type), psychiatric: anxiety; feeling sad more than usual (depressed); and trouble sleeping, endocrine: increased neck size and increased thirst (pertinent negatives: increased appetite, excessive fatigue), hematologic/lymphatic: neck masses (pertinent negatives: excessive bleeding after injury or minor surgery, easy bruising), and allergic, infectious, immunologic: rash after contact with a specific substance. Patient's general appearance was reported as looking very sleepy and pain scale with activity was a 10. There were multiple neck masses and they were located in the right supraclavicular and in the left supraclavicular. Patient's neck nodes looked normal. It was stated gait: antalgic moderate; assisted gait/transportation: patient was in a wheelchair; ataxic. Station was wide based; unsteady without lateralization. In regards to the cervical spine, kyphotic deformity cervical region, moderate, tenderness in the midline at c6-mild; at c7-mild. Muscle strength was normal and sensation was normal. Full range of motion without pain. Thoracic spine was normal to inspection and tenderness in midline at t8-mild; at t9-mild; at t10-mild and muscle strength and sensation was normal. Full range of motion without pain. Lumbar spine was normal to inspection and tenderness in midline at l3-mild; at l4-mild; at l5-mild and tenderness off midline only on the right in the paraspinous muscles-severe at l3-moderate; at l4-mild; at l5-severe. Full range of motion without pain. Muscle strength and sensation was said to be normal. Right shoulder girdle and arm: circulation was intact with normal pulses and no edema. Inspection, palpation, sensation, and reflexes were normal. Full range of motion (rom) without pain and motor was intact. Poor conditioning of bilateral extremity. Left shoulder girdle and arm: circulation was intact with normal pulses and no edema. Inspection, palpation, sensation, and reflexes were normal. Full range of motion (rom) without pain and motor was intact. Right hip and thigh: circulation was intact with normal pulses and no edema. Normal gait was noted. Inspection, palpation, sensation, and reflexes/neuro were normal. Full range of motion (rom) without pain and motor was intact. Left hip and thigh: circulation was intact with normal pulses and no edema. Normal gait was noted. Inspection, palpation, sensation, and reflexes were normal. Full range of motion (rom) without pain and motor was intact.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.